Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, patients presented with pain and swelling at the access site following use of three 6f¿12f mynx control venous vascular closure device (vcd). An abscess or cyst was present and was excised and drained. Hemostasis was achieved with another mynx device. The patient recovered. There was no reported patient injury. The physician stated that the instances were identified during post-procedure follow-up at the office. Procedure dates were unknown, and lot numbers were unknown. Sterile technique was followed. Access site was cleaned/maintained with sterile gauze. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The deployer was trained. The devices will not be returned for evaluation as they were discarded.

Manufacturer narrative:
As reported, patients presented with pain and swelling at the access site following use of three 6f¿12f mynx control venous vascular closure device (vcd). An abscess or cyst was present and was excised and drained. Hemostasis was achieved with another mynx device. The patient recovered. There was no reported patient injury. The physician stated that the instances were identified during post-procedure follow-up at the office. Procedure dates were unknown, and lot numbers were unknown. Sterile technique was followed. Access site was cleaned/maintained with sterile gauze. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The deployer was trained. The devices were not returned for evaluation as they were discarded. A product history record (phr) review could not be conducted as a lot number was not provided. An infection resulting from invasive procedures is a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be observed without receipt of images of the site or receipt of the cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.